Event description:
It was reported, the customer had a keypad anomaly. The customer stated the numbers on their keypad were ramping. Customer's blood glucose was unknown. The customer's mother reported exposing the insulin pump to snow. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No display anomaly was noted. The insulin pump had intermittent up arrow button response due to corroded keypad traces. Moisture damage was noted on the display board. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.